Event description:
It was reported that the patient was having the insertable cardiac monitor (icm) removed due to infection. The device was explanted and no new icm was implanted. No additional adverse patient effects were reported.